Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02069. It was reported the pt was burnt when using his charger to recharge his ipg approx 1 1/2-2 years ago. He stated he had a red burn on his skin. He allegedly never saw his physician for the issue and stopped using the charger at that time. He reported the charger stopped working about 1 1/2-2 years ago. It was also reported his ipg was unable to communicate with the charger or programmer and he stopped using the scs system one year ago. He stated he no longer has stimulation and has not charged in over a year. The pt stated he would like to use the system again. No further info is available at this time. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.